Manufacturer narrative:
The device was returned and evaluated. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was observed on the device. The formed needle was inspected, and no abnormalities were found. The exposed portion of the soft cannula was observed to be damaged above the cross drill. While damage was observed, because it occurs above the cross drill, fluid was able to pass with no issue through the cross drill indicating there was no delay of insulin delivery. The timing and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 410 mg/dl while wearing the pod between 5 and 24 hours and the site (arm) was bleeding. As treatment, a new pod was placed.